Event description:
Home pt reported a leak in bottom seam of drain bag of ultra flash set. Home pt noted during treatment, clamped off, changed set and finished treatment. Home pt reports sample was discarded and no injury or medical intervention resulted.